Manufacturer narrative:
The device passed rewind test, basic occlusion test and displacement test. The pump was unable to prime at 2.5 lbs during prime test due to faulty force sensor resistor. No motor error alarm noted. The motor passed the motor test. The device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, missing endcap sticker and cracked case at reservoir tube window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor error alert on their insulin pump. It was reported that the device's alarm history, showed the presence of a motor position encoder error alarm. It was reported that the customer was advised to discontinue use of the device, and that it would be replaced.